Manufacturer narrative:
The calibration results were within specifications. The qc results were within specifications. The alarm trace showed aspiration alarms. These indicate suboptimal sample quality. The patient sample was not available for investigation. The investigation determined the event was consistent with known interferences. Product labeling states "erroneous test results may be obtained from samples taken from patients who have been exposed to vaccines containing rabbit serum or when keeping rabbits as pet animals. Due to the risk of cross reactivity, this assay should not be used when monitoring estradiol levels in patients being treated with fulvestrant. Steroid drugs may interfere with this test. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general reagent issue can be excluded as the qc was within specifications. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation is ongoing. E1 initial reporter street line 1 and 2: (B)(6).

Event description:
The initial reporter received questionable elecsys estradiol iii results from one patient tested on the cobas 6000 e601 module. The initial result of the first patient sample from the module was 43.77 pg/ml with a data flag. The initial result of the second patient sample was 50.73 pg/ml with a data flag. The repeat result of one of the patient samples from a snibe analyzer was 2.92 pg/ml. This result matched the patient's clinical presentation according to the clinician.